Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient she started to feel hyperglycemia. Symptoms included lightheaded, hard of breathing and when she checked her cgm it showed 232 mg/dl so she manually adjusted the insulin to 40 units through her omnipod 5 pump to alleviate the symptoms. However, she noticed that the cgm was stuck a 232 mg/dl readings so she decided to do a bg test and it showed 345 mg/dl. She then called her doctor for assistance and she was advised to got to the emergency room. As of the time of the call, patient was preparing and said that said she'll drive her car to go to the emergency room. On (B)(6) 2025, a follow up contact was made with the patient and she confirmed that she went to the ER. Upon arrival at the emergency room, still experiencing the symptoms, her bg was tested at 272 mg/dl, but she couldn't remember her cgm readings. She was treated with IV fluids, and she also had urine test, blood test (cbc and wbc). Final findings after the test was hyperglycemia. The patient only stayed at the ER for 2 hours and headed back home after, feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.